Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified red tissue, opening and red encapsulation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional confirmed right side rupture and reported "pain". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's spouse reported a right side rupture. Device remains implanted.